Event description:
The customer observed (B)(6) architect hiv ag/ab combo results which questioned by physician on (B)(6) male patient hospitalized for congenital glaucoma. The results provided were: on (B)(6) 2022 sid (B)(6) = (B)(6) / reported to physician who questioned the result, repeated same specimen= (B)(6) /repeated on autobio chemiluminescence platform= (B)(6) (> or = (B)(6). On (B)(6) 2022 redrawn the patient and repeated= (B)(6) /send to another laboratory on alinity ai03444=(B)(6)(< or = (B)(6) /repeated on symbio time-resolved platform= (B)(6) (> or = (B)(6). The customer send specimen to another laboratory to repeat on alinity ai03444 for troubleshooting purpose only. There was no reported impact to patient management.

Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, return specimen analysis and in-house testing of architect hiv ag/ab combo reagent lot 31326be01. The evaluation of complaint data for the product and likely cause architect hiv ag/ab combo reagent lot 31326be01 identified as expected activity. The tracking and trending report review determined that there are no adverse trends. No customer returns were provided for evaluation. Return sample analysis: the returned specimen sample (B)(6) was tested with a retained kit of architect hiv ag/ab combo reagent lot number 35262be03 and a non-reactive result was obtained (0.52 s/co). The presence of heterophilic antibodies was investigated by using hbt treatment which did not reduce the value (0.78 s/co). Hence, no influence was detected. Western blot testing using mikrogen recomline hiv-1 & hiv-2 igg showed very low intensity bands (+-) for gp120, p51, p24, and gp4. Final interpretation for western blot is negative as no bands are greater than or equal to the cutoff. Lot 35262be03 was not investigated as no discrepant results were obtained during internal testing. In-house testing was performed with a retained kit of lot, and all specifications were met and found no false non- reactive results indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect hiv ag/ab combo reagent, lot number, 31326be01.updated information on section b5 describe event or problem: additional information provided on 03mar2022: this patient is known hiv patient and he has been on antiretroviral treatment.